Event description:
It was reported that patient underwent a total knee arthroplasty on (B)(6), 2008. Subsequently, a revision procedure was performed on (B)(6), 2014 due to instability caused by a posterior condyle osteophyte. During the revision procedure, the osteophyte was removed and the tibial bearing was removed and replaced.

Manufacturer narrative:
Review of device history records show the lot released with no recorded anomaly or deviation.

Manufacturer narrative:
The follow-up report is being filed to relay corrected information that was unknown at the time of the initial medwatch.(B)(4)